Event description:
The user alleged that while using the system there are consistent inaccuracy issues of 1- 3cm. The user reported that they navigated to where the system would tell them to and would take a biopsy. The on-site pathology reported normal cells. The physician then moved the lg tip 1- 3cm and took a new biopsy and received an abnormal pathology result. They were unable to complete the case and there was no harm or injury to the pt.